Event description:
The surgeon reported that, during intraocular lens (iol) implant procedure, he noticed that the implant was marked in its center because of the piston of our injector (no possibility for the surgeon to take a picture with a slit lamp). The surgeon did not succeed in folding the implant on the first try during the procedure. He also reported about poor results after the iol implant. Additional information was received that, the mark in the center of the implant noted in the visual axis, during one month post op consultation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2022-37569.

Manufacturer narrative:
Additional information was provided in h.3, h.6 and h.10. A sample was not received at the manufacturing site for evaluation for the report of implant was marked in the center; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).